Event description:
The customer reported that when the pod was removed the insertion needle wasn't retracted and her skin was red. When the red spot became bigger she visited her gp. He referred her to the hospital where she underwent surgery for an abscess.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle to retract. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider", and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat".